Manufacturer narrative:
Upon further follow-up with the customer, the device reported in this MDR was not involved in the event. It was determined there were no reportable events involving this device. Refer to MDR # 2029214-2019-00647 for the device involved in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was implanted in the patient. Correspondence has been sent out to the customer for additional information to help with the investigation. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference MDR#: 2029214-2019-00647. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter experienced resistance in the distal part of the medtronic microcatheter when it was advanced to the aneurysm and then the distal tip of the flow diverter could not be opened in the m1. The physician attempted to release the slack to a longer segment of flow diverter and then recycled and released it again but the physician felt that the resistance inside the microcatheter had significantly increased so the microcatheter and flow diverter were both removed as a whole from the patient. New microcatheter and flow diverter was advanced to aneurysm and implanted. The flow diverter multi-segment was observed to be ¿not attached to the vessel wall¿ and the operation was completed after balloon angioplasty. The flow diverter fully expanded. No patient injury was reported as a result of the event. It was noted that the tip of the microcatheter was observed to be folded. The patient was undergoing embolization treatment of multiple internal carotid artery (ica) aneurysms with blood flow guidance device. The patient¿s vasculature was moderate in tortuosity. Access was through the femoral artery with 8f diameter.